Manufacturer narrative:
Analysis of the returned ssd was completed. A software functionality failure on the ssd was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database. Lot number of 9735999 is s3z6nb0k319226m. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9736113, version 1.0.5. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 9735999r, serial/lot #: unknown, ubd: unknown, UDI# unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The solid-state drive was replaced and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while booting the navigation system, it loaded into the grub menu. Instructions were followed on booting from the grub menu, however after the changes were made the issue still persisted. There was no patient involved.